Manufacturer narrative:
Additional information: device available for evaluation, returned to manufacturer on: 03/04/2020. Device evaluated by manufacturer. Device evaluation: the product associated to the complaint was received in the original folding carton. The lens is stuck in an emeral dc cartridge. No portion of the lens is deployed out of the device as the lens is stuck at the cartridge tube. There is no deformation on the cartridge tip. Customer is unresponsive to attempts to obtain information. There is no information that indicates a lens quality issue. The reported issue could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed that one (01) additional investigation requests (irs) for this production order number has been received, however the reported issue is unrelated to this event. Conclusion: as a result of the investigation, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of birth/ age: unknown was information was not provided. Gender/ sex: unknown, information not provided. If implanted; give date: not applicable as the iol was not implanted. If explanted; give date: not applicable as the iol was not implanted. Attempts were made to contact the customer account requesting additional information however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after insertion of a model za9003 22.5 diopter intraocular lens (iol) the surgeon had to change the lens due to vitrectomy. Attempts were made to obtain additional information however, to date no response has been received. No additional information was provided to johnson & johnson surgical vision.